Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The device was connected to a pt using disposable defibrillation electrodes. The pt was diagnosed in ventricular fibrillation. When attempts were made to administer shocks to the pt the device reportedly displayed a connect cable warning message and use of the defibrillator was inhibited. The pt was transported to the hosp, while being treated with cardiac arrest protocols. The pt was not resuscitated.